Manufacturer narrative:
Investigation: lot analysis: device/batch history record review was conducted on the four associated sub-assembly (q-syte) lot numbers: lot 5261769 was built on qfa line 1, from 22sept2015 thru 24sept2015 for the qty. Of 183,084ea. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Slit location dimension / slit visual inspection: review disclosed a total of 293 units were tested & visually inspected; all units were acceptable ultra sonic welder / visual inspection; for weld flash and damage. Review disclosed a total of 640 units were visually inspected; all units were acceptable. Welder parameters; acceptable. Weld strength / torque; review disclosed a total of 640 units were inspected; all units were acceptable. Lot 5258871; was built on qfa line 3, from 18sept2015 thru 20sept2015 for the qty. Of 181,758ea. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Slit location dimension / slit visual inspection: review disclosed a total of 277 units were tested & visually inspected; all units were acceptable ultra sonic welder / visual inspection; for weld flash and damage. Review disclosed a total of 460 units were visually inspected; all units were acceptable. Welder parameters; acceptable. Weld strength / torque; review disclosed a total of 460 units were inspected; all units were acceptable. Lot 5244883; was built on qfa line 1, from 04sept2015 thru 06sept2015 for the qty. Of 189,785ea. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Slit location dimension / slit visual inspection: review disclosed a total of 449 units were tested & visually inspected; all units were acceptable ultra sonic welder / visual inspection; for weld flash and damage. Review disclosed a total of 720 units were visually inspected; all units were acceptable. Welder parameters; acceptable. Weld strength / torque; review disclosed a total of 720 units were inspected; all units were acceptable. Note: review disclosed this lot build was a provisional for slit & handling improvements. (Protocol #15338) lot 5244641; was built on qfa line 3, from 06sept2015 thru 08sept2015 for the qty. Of 182,023ea. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review the only potentially related reject activity finding was one (1) qn (B)(4) that was disclosed in the qn review noted below; slit location dimension / slit visual inspection: review disclosed a total of 300 units were tested & visually inspected; all units were acceptable ultra sonic welder / visual inspection; for weld flash and damage. Review disclosed a total of 480 units were visually inspected; all units were acceptable. Welder parameters; acceptable. Weld strength / torque; review disclosed a total of 480 units were inspected; all units were acceptable. Visual analysis observations and testing: received one q-syte unit without packaging. The q-syte unit was intact. Visual/microscopic examination: the septum was of a 16 cavity mold. Observed there was slight crackling to the top body in one area. No further anomalies or damage was observed on the external areas of the returned q-syte unit. Observed the slit was centered in its correct position on the septum top disk. There was a tear at each end of the slit. Water leak test (mm-110): attached the iso standard luer from the water leak test the end of the extension set and tested the q-syte unit in the un-actuated and actuated positions. Leakage was not observed in the un-actuated position. Leakage occurred from the vent hole when tested in the actuated position. Septum column tear assessment: there was a tear to the column wall of the unit (column tear) near the vent hole. Bottom septum evaluation: dissected the q-syte for evaluation of the septum bottom disk. Observed the slit at the septum bottom disk was in its¿ correct position (centered) and there was a tear at one end of the slit. The q-syte was observed to have a tear at each end of the slit at the septum top disk and at one end of the slit at the septum bottom disk. Observed there was a column tear near the vent hole and leakage occurred from the vent hole when tested in the actuated position. Conclusions: confirmation of the failure of leakage as stated in the product incident report was conclusive with the used unit. Leakage did occur when tested in the actuated position. There was a column tear confirmed on the unit which is indicative of leakage. Confirmed there were tear(s) at one/both end(s) of the slit at the septum top/bottom disks. Confirmation of the failure of leakage experienced by the customer was conclusive with the used unit received when leak tested in the actuated position. Reproduction of the failure of leakage was achieved when the used unit was leak tested in the actuated position; leakage occurred from the vent hole; the unit had a column tear present. Root cause: relationship of device to the reported incident: indeterminate ¿ a definite source that contributed to the tear(s) at the end of the slit of the septum top/bottom disk and the column tear could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations and/or extraneous force. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage and/or adversely affect product performance. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Corrective action project / CAPA (#): a formal corrective action has not been initiated at this time. A definite manufacturing related root cause could not be established. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the septum of a bd q-syte¿ luer access split-septum stand-alone device during use. No injury or medical intervention.